Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 is the error that occurs when communication with a camera head fails. The instructions for use identify verbiage on how to address error via "chapter 10 when abnormality occurs 10.2 how to tell the abnormality and how to handle it." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, the e226 scope communication error was replicated, suspected to be caused by a faulty cable. In addition, water leakage at the seam of the camera video connector was discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that an e226 scope communication error occurred with the hd 3cmos autoclavable camera head when preparing the device for use in a therapeutic laparoscopy. There were no reports of patient harm. The patient was not yet under anesthesia. The procedure was completed with another device.